Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was frozen on the home screen and customer was unable to deliver a bolus. Customer's blood glucose (bg) was 550 mg/dl. Bg was addressed with a manual injection. Reportedly, customer reverted to manual injections for insulin therapy.